Event description:
The patient had a stroke and needs an MRI. It was thought that the stroke was unrelated to the device. It was unknown when the stroke occurred. The company representative confirmed on (B)(4) 2013 that the left hemisphere has one gpi and one lead connected to the ins which was not activated with stimulation. The impedance measurements were greater than 40,000 ohms with all combinations, which disqualified him for an MRI. The other side impedance measurements were greater than 2,000 ohms on all combinations except 0 and c which were within range. This side was only tested at 1.5v and not tested to 3.0v. No cause was determined. The patient had regular stroke management and the device was not touched. It was noted that no comments were made about the device not being effective and nothing has or will be explanted.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 64001 lot# n301003, implanted: 2012 (B)(6); product type adapter product ID 3387s-40 lot# v591417, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3389-40, lot# j0220169v, implanted: 2002 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension. (B)(4).